Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type screening device; product ID 977d260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial#: (B)(6), ubd: 08-may-2028, UDI#: (B)(4); product ID: 977d260, serial #: (B)(6) , ubd: 23-apr-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from manufacturer representative who was using an external neurostimulator (ens). It was reported that the healthcare provider (hcp) put the needle in trying to get to the epidural space, the patient flinched and cussed while on the table. Stating that she had shooting pain going down her left leg, which was not normal. To reed or implanted for the trial. After both leads replaced, patient was taken out to postop or she continued to complain of left leg pain, which was not a normal pain for her. She states it started when the hcp inserted the needle. Patient was program postop using dtm to settings were well below threshold. Patient was advised to not turn stimulation up for a minimum of 72 hours. The manufacturer's rep was notified today that the patient was coming in complaining of her left leg hurting. As well as nausea and vomiting . Today hcp removed the trial and is sending patient for a MRI.